Event description:
An infusion pump with a failure code 812:02. The failure did not occur during pt use. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. There was no medication being infused. There were no bags, syringes or tubing used. Info was requested regarding the date this report occurred, pump programming and set-up info, but no additional info was available. Additional contact info was requested but no additional contact was identified.